Event description:
As it was reported by medical affairs via email: a pt called for medical information and reported adverse events. The pt underwent cardiac catheterization and implantation of two cypher stents in "diagonal artery" in 2005 and two cypher stents in rca the following month, as part of original diagnosis. The pt reported that he experienced chest pain starting 2006. The pt's physician was made aware of this event and treatment included scheduled hospitalization and cardiac catheterization and implantation of one cypher stent in "a lower coronary artery". This event resolved in the same month. The pt additionally reported a recurrence of chest pain starting 2009. The pt's physician was made aware of this event and a diagnosis of a stent restenosis of the "diagonal artery" and "lower coronary" artery was made. Treatment included scheduled hospitalization and restenting of the two areas with two "promus" stents approx two months later, and event resolved.

Manufacturer narrative:
Additional info has been requested from the pt reporter. He has withheld permission for cordis to contact his physician. Additional info will be submitted within 30 days of precept. This is one of three reports submitted for the same event. Please reference MFR report #s: 3003742446-2009-00163 and 3003742446-2009-00164.